Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled . ¿phylogenetic analysis of multi-drug resistant klebsiella pneumonia strains from duodenoscope biofilm: microbiological surveillance and reprocessing improvements for infection prevention¿. The literature reported the result of microbial surveillance by post-reprocessing cultures of liquid collected from internal channels of the subject devices, olympus duodenovideoscope model tjf-q180v, tjf-145 (two devices) and tjf-160r, from september 2016 to december 2017. The observed adverse events in this literature are as follows; during surveillance seventeen klebsiella pneumoniae, of which 10/17 (58.8%) multi-drug resistant and kpc strains were collected from the subject devices, and one multi-drug resistant klebsiella pneumoniae strain was collected from the rectal swab performed before ercp procedure in an inpatient. The duodenovideoscope used for ercp could be potential vehicles of patient-to-patient MDR strains transmission. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc is submitting 4 MDR for each device that may have coused the occurrence of an inpatient infection as the observed adverse events. This report is the 3rd of 4 devices (tjf-145 [2/2]).